Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. The patient's medical history included back pain with leg pain, post laminectomy pain, emphysema, acid reflex, and arthritis. The patient had no known concomitant medications.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via implantable systems performance registry (ispr) clinical study regarding a patient who was receiving morphine sulfate with concentration 40.0 mg/ml at a dose rate of 6.796 mg/day and bupivacaine with concentration 10.0 mg/ml at a dose rate of 1.699 mg/day via an implantable pump as of (B)(6) 2016 for non-malignant pain. It was reported that urinary retention occurred following replacement of pump and catheter. Refer to MFR report number 3007566237-2016-00675 regarding previous pump and catheter replacement performed on (B)(6) 2016. The event resulted in an emergency room visit and prolongation of existing hospitalization. Examination of the patient on (B)(6) 2016 revealed urinary retention; the clinical diagnosis was urinary retention. Programming from the most recent refill prior to the event occurred on (B)(6) 2016. Regarding intervention on (B)(6) 2016, a foley catheter was indicated. Therapy was suspended on (B)(6) 2016. The patient was referred to a urologist on (B)(6) 2016. On (B)(6) 2016, a push-pull to dilute the concentration of the pump medication occurred regarding the entire system. The urinary retention resolved without sequelae as of (B)(6) 2016. Urinary retention was indicated as being possibly related to the device or therapy. It was further noted that the urinary retention was possibly related to the intrathecal medication morphine sulfate and bupivacaine. The drug action that caused the event was specified as "other" and it was also noted that the drug was restarted regarding the prior pump and catheter replacement. Urinary retention was unlikely related to the implant procedure. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. On (B)(6) 2016 the pump was programmed to deliver morphine (0.481 mg/day at 10.0 mg/ml) and bupivacaine (0.1202 mg/day at 2.5 mg/ml).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the healthcare professional (hcp) on 2015-05-02. The patient was referred to urology to evaluate and treat their urinary retention. The urinary retention was noted as resolved at the time of hospital discharge on (B)(6) 2016. However the hcp's most current note stated the patient has difficulty starting urinary flow and then difficulty maintaining flow once it has started. The urologist is treating patient with flomax and further testing was planned. The cause of the patient's urinary retention had not been determined. The patient had no history of an enlarged prostate. The urologist had planned additional testing (cystography) to determine etiology. It was also noted that since (B)(6) 2016 the patient has had several pump titrations to increase their dose.